Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure the system shut down. The case was completed using an alternate system.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the central processing unit (cpu) was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 26, 2007. Based on qa assessment, the product met specifications at the time of release. The central processing unit was received for evaluation. However, the sample was replaced as a preventative measure. Because the reported event was not replicated, the sample will not be tested. Root cause the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The cpu was received for evaluation. However, the sample was replaced as a preventative measure. Because the reported event was not replicated, the sample will not be tested. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).